Manufacturer narrative:
(B)(4). Date sent: 5/26/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch#: unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: I have been informed by the colorectal and upper gi lead at norfolk and norwich, that x2 anastomotic leaks have been reported by upper gi surgeons following the use of cdh. I do not have any further details at present as to who the surgeons experiencing the leaks are, what procedures were performed, when the procedures were performed, and whether the device used was cdhb (cdh25b or cdh29b) or cdhp (cdh25p or cdh29p) (suspected cdh29p/cdh25p) and therefore no lot numbers of the devices. At present it is not believed the devices were kept as the leaks were determined post-operatively (the hospital does not keep a record of which lot numbers of a device were used in a procedure). I will report further details as soon as I have them. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk upper gi procedure, an anastomotic leak occurred. No further details were provided.